Event description:
Event involves problem with mic-gastric-jejunal feeding tube kit with enfit connectors-endoscopic/radiographic placement. This report is example of complications arising from risk of enfit products becoming stuck. Pt admitted to the picu post tpiat with a critical gj tube. Over the course of her admission in the pacu, the j port of the gj tube became stuck. In efforts to remove, the j port female adapter was dislodged and subsequently discarded. The integrity of the tube was compromised, but given the critical nature of the tube and the fresh abdominal surgery, the pt was not a candidate for replacement at that time. Connection between the feed bag and the j port were maintained with the use of an amt clamp. Pt transferred to the floor several days later. The amt clamp system proved to be ineffective for long-term management and needed to be replaced multiple times. Eventually, the j port ripped, making it impossible to secure the feeding bag connection, resulting in the loss of enteral products. This led to severe hypoglycemia and the pt needed an add'l anesthesis operating room case for gj tube replacement. During the case, the pt developed hypoxemia and subsequently ards requiring prolonged intubation and add'l care days in the picu. FDA safety report ID# (B)(4).